Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to p-wave and t-wave oversensing. This induced ventricular fibrillation (vf) and three additional shocks were delivered, with a successful vf conversion. Technical services (ts) was consulted and discussed programming options, with the device sensing vector reprogrammed. Ts noted the smartpass feature was off and so it was turned back on. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to p-wave and t-wave oversensing. This induced ventricular fibrillation (vf) and three additional shocks were delivered, with a successful vf conversion. Technical services (ts) was consulted and discussed programming options, with the device sensing vector reprogrammed. Ts noted the smartpass feature was off and so it was turned back on. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to p-wave and t-wave oversensing. This induced ventricular fibrillation (vf) and three additional shocks were delivered, with a successful vf conversion. Technical services (ts) was consulted and discussed programming options, with the device sensing vector reprogrammed. Ts noted the smartpass feature was off and so it was turned back on. This device remains in service. No additional adverse patient effects were reported.